Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred at 9:00am and the product involved is a tego¿ connector. During a two week period of time, arterial air alarm was noted on dialysis machines. The tego was switched previous to dialysis on monday and on wednesday a sample was taken before the treatment. There is only air coming into the test tube. The tego was switched out with a new one and no problems occurred after that. Actilys and intralock have been used as catheter lock solution. After that there were no further issues. There was patient involvement however no harm reported.

Manufacturer narrative:
Thirteen new d1000 tego connectors were returned for investigation and received on 3/31/2022. Subsequent pressure and vacuum leak testing was conducted with no leakage observed. The complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.